Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician attempted to cross a lesion in an unknown vessel with the taxus express2 drug eluting stent, but was unable to do so. It is unknown if the lesion was predilated. The physician was able to cross with another stent and the procedure was successfully completed. No patient injuries or complications were reported. The patient is reported to be "okay".